Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to a kinked haptic noted upon insertion. Additionally, the capsule was unstable and tore during lens removal. A vitrectomy was performed. A backup lens of the same model was implanted, and the patient's prognosis was reported as "doing well." Reference MDR # 1313525-2015-00369 for the lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.